Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -5.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was indicated the patient had permanent loss of bcva and blurred vision. The cause of the event was reported as "other" and noted "residual astigmatism remains". The lens was explanted. On (B)(6) 2022 a replacement lens of the same length but different model (toric) lens was implanted and the problem was resolved. Postoperative comments indicated "good appearance of the anterior chamber meniscus normal but normal".

Manufacturer narrative:
Additional information: d6b: explant date: (B)(6) 2022. Claim# (B)(4).